Event description:
On 23 jan 2026, arthrex was notified via email of a case study published in october 2018 by the joint shoulder elbow surg. Titled ¿immediate physical therapy without postoperative restrictions following open subpectoral biceps tenodesis: low failure rates and improved outcomes at a minimum 2-year follow-up.¿ the study reviewed 105 patients and identified biceps tendon lesion resulting in a revision surgery with the bioabsorbable interference screws and tenodesis screws in 2 patients during the 3.5-year follow-up period. Ref: liechti dj, mitchell jj, menge tj, hackett tr. Immediate physical therapy without postoperative restrictions following open subpectoral biceps tenodesis: low failure rates and improved outcomes at a minimum 2-year follow-up. J shoulder elbow surg. Oct 2018;27(10):1891-1897. Doi:10.1016/j.jse.2018.02.061.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.